Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that during the replacement surgery, the hcp tightened the screw in implantable neurostimulator (ins) and heard no clicking as they tightened. They began to hear clicking and when they tugged on screw, the lead came out. They attempted to screw the lead in again and heard clicking. The lead was still loose in the ins and the screw was displaced in the ins. They stated the ins was defected. They replaced with new ins and the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Analysis of ins (product ID# 3058) revealed that setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the screw was not seated. No further complications were reported/anticipated.